Manufacturer narrative:
Lloyd, michael s., et al. (2024). Accurate detection of lead malfunction from ECG-derived bipolar pacing stimulus amplitude. Heart rhythm, vol -, no -, - 2024. Https://doi.org/10.1016/j.hrthm.2024.03.1814.

Event description:
It was reported via article of interest literature review that the study looks to characterize whether surface 12-lead electrocardiogram (ECG) bipolar pacing amplitudes are larger in leads with insulation breach. This is a retrospective, chart-review study that included 138 patients from 2012 to 2022. Patients were included if they underwent lead revision for known lead malfunction. They must have had current evidence of insulation breakdown, including electrogram lead noise noted on device interrogation, defined as characteristic myopotential oversensing on a dedicated bipolar lead or a significant drop in lead impedance requiring device reprogramming or lead revision. The 50 leads in 38 patients with pacing noted at time of device implantation served as the normal control group; 85 patients with lead insulation breakdown as defined before served as the malfunction group, with 3 patients exhibiting malfunction on both atrial and ventricular leads for a total of 88 leads for analysis. The malfunction group had significantly more cardiac implantable electronic devices (cieds) made by abbott (45 percent), followed by medtronic (34 percent) and boston scientific (20 percent). In the malfunction group, 82 percent of the leads were in the right atrium (ra) and only 18 percent in the right ventricle (rv). Most control group leads were made by medtronic (70 percent), whereas 92 percent of the malfunction leads were made by abbott, with 90 percent coming from the tendril family of leads. Boston scientific had 18 device malfunctions and no lead malfunctions. They have demonstrated that a 12-lead ECG measurement of bipolar pacing stimulus amplitude is an accurate means of detecting insulation breach in transvenous cied leads. No adverse patient effects were reported.